Manufacturer narrative:
The device history record was reviewed and indicated the product was released accomplishing all quality standards. No samples were returned for evaluation. The root cause could not be determined, and no further action is needed at this time. We will continue to monitor reports and take action as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after a few months the pump started passing air. When there was air in the tubing, there was no message and the device continued. The pump started showing error #8, then defective cassette. This happened while feeding the patient. The cassette issue happened with a new bag that was working then suddenly the pump indicated that it was no longer working. Additional information received stated the pump lets air up to 6 cm long pass through without an error message.